Event description:
It was reported that the pulse generator exhibited backup vvi. The patient's presenting rhythm was 67.5 pulses per minute vvi paced. Due to loss of telemetry after attempting a device download, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved bvvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.